Event description:
It was reported that the patient sought medical attention with their general practitioner on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 25 and 36 hours. The patient also reported that their blood glucose levels rose to 19 mmol/l (342 mg/dl). The patient reported that when the pod was removed, they noticed a red circle around the site. The site then became painful, red, hard and had some bleeding. The patient was diagnosed with an infection and prescribed unspecified antibiotics as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.